Event description:
The customer reported the patient information center ix fails to alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The philips remote support engineer (rse) performed troubleshooting together with the customer and determined the audio amplifier card is defective. The rse placed a parts order for the audio amplifier card and the part was sent to the customer. The customer has assumed the repair responsibility. The customer will reach out to philips for further support if needed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.